Event description:
It was reported that the user paused the ilet pump for approximately three hours during a shower and forgot to resume insulin delivery, after which the sensor showed a blood glucose value of 311 mg/dl; no alarms or alerts were reported, and troubleshooting and education were provided, including confirmation that insulin delivery had been resumed and arrangement of a follow-up check. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued use of the device after resuming therapy. Investigation included review of user-reported use conditions and provision of education regarding therapy interruption and resumption. Investigation of this case revealed that the device was functioning, and the event was associated with therapy interruption due to the pump being paused, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to disconnection from therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.